Event description:
N/a.

Manufacturer narrative:
Updated fields b4 d9 device available for evaluation and date return to manufacture g3 g6 h2 h3 h6 type of investigation findings investigation conclusions h11. Corrected field h5. The iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter two kinks were observed on the inner lumen within the membrane approximately 142cm and 188cm from the iab tip additionally two kinks were observed on the catheter tubing near the yfitting approximately 714cm and 734cm from iab tip the inner lumen was found occluded with dried blood the occlusion was unable to be cleared. An underwater leak test of the balloon catheter yfitting and extracorporeal tubing was performed and no leaks were detected. The condition of the iab as received indicated multiple kinks on the iab although we cannot mimic the reported iab migration failure in a clinical setting the kinks found may have caused the iab migration the evaluation confirmed the reported problem a lot history record review was completed for the reported product no nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.

Event description:
It was reported that during intra aortic balloon (iab) therapy, catheter tip migration was encountered under fluoroscopy. The catheter was raised, but it fell again, so it was replaced with another catheter and treatment was initiated. The catheter was not secured in place causing it to slip and come out into the sleeve. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character limit: e1 (event site name)- (B)(6), (event site address)- (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).